Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant the physician attempted to implant the lead into the right atrium without success. The physician placed the lead and extended the helix and tested the lead with the psa. While removing the stylet from the lead, the lead displaced. Repositioning the lead was attempted several times with the same results. The lead was replaced by a competitor lead without difficulty. Patient was stable before, during and after the procedure. In addition, it was noted that on (B)(6) 2019 the patient underwent CABG- 3 vessel bypass with mitral valve repair.

Manufacturer narrative:
Analysis was normal. No anomalies were found.